Event description:
Customer reports that two packages of the same product code and lot number had issues. The first package had two extra patties and the second package had one pattie with the string not attached to it".

Manufacturer narrative:
The device has been received for investigation. Upon completion of the evaluation, a follow up report will be filed. See scanned page.